Event description:
It was reported when using the pyxis anesthesia es system had a failure in drawers 2.1 and 2.2. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was no delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to drawer failure. A field service engineer discovered that there was no specific fault with the drawer, although it had some resistance and wouldn't close completely due to broken pieces of the liner sticking up. The drawer was successfully fixed and tested manually in the hardware application and recovered without any issues, locking and unlocking properly with the user login and showing no errors. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.